Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed, but required a full recapture. The physician was unable to pull the closure device into the delivery system past the anchors. The wds was unsnapped from the was and the wds was pulled into the was. The closure device was inside the access system when removed from the patient. The procedure was successfully completed with another of same device and patient was discharged without any additional length of stay.

Manufacturer narrative:
The returned product consisted of a watchman delivery system with the implant protruding from the anchors to the distal end of the feet. The implant was deployed during the lab analysis. The device was bloody. Analysis of the implant, core wire, tip, and sheath included microscopic and visual inspection. Inspection revealed the tricuts of the tip had folded backwards and the anchors of the implant caught over the edge and could not be pulled into the sheath. After deploying the implant, the tip was also noticed to have extensive abrasions, and the sheath was noted to also be extensively abraded/scratched. Inspection of the rest of the device found no damage or defect. The implant was deployed out of the sheath but could not be recaptured due to the extensive damage of the device.the reported recapture difficulty was confirmed.

Event description:
It was reported that the closure device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed, but required a full recapture. The physician was unable to pull the closure device into the delivery system past the anchors. The wds was unsnapped from the was and the wds was pulled into the was. The closure device was inside the access system when removed from the patient. The procedure was successfully completed with another of same device and patient was discharged without any additional length of stay.